Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine is registering an inlet valve error. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem. Several components needed to be replaced due to a major blood spill. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).